Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'false air in line on any set' was not reproduced. A review of the event history log (ehl) revealed evidence 'false air in line on any set'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had false air in line during testing in the biomedical service department. There was no patient involvement. No additional information is available.